Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of high ventricular pacing lead impedance (v-pli) was confirmed by analysis. The device programmer printouts showed high v-pli within the last ten days before the device was explanted. The device telemetry, pacing, sensing, impedance, high voltage shock output, and patient notifier were tested on the bench. No anomalies were detected. The anomaly observed in the field could not be replicated in the lab.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was interrogated and revealed high, out of range impedance on the right ventricular channel. Prior to the revision procedure, interrogation revealed that the impedance values had stabilized and all other electrical value were stable and in range. It was suspected that the impedance anomaly was due to the connection between the lead and device header. The device was explanted and replaced to resolve the event and the patient was stable.